Event description:
In 2008, this patient was implanted with gore tag thoracic endoprostheses to treat a dissecting thoracic aortic aneurysm extending from the descending thoracic artier to the left common iliac artery. Three days later, the patient expired. Other complications occuring post-operatively included: cerebrovascular accident (date unknown), right lower lung collapse due to mucus plug, respiratory failure, renal failure, ischemic colitis, and thrombocytopenia.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore.